Event description:
It was reported that bd micro-fine plus¿ pen needle cannula breaks off after use. The following information was provided by the initial reporter: when the patient removed the pen needle from the patient body after injection, the needle pe was broken. It is unknown whether broken needles remain in the patient's body or fell somewhere. A doctor advised the patient to see a doctor if necessary.

Manufacturer narrative:
H.6 investigation summary :no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is . No DHR review can be carried out as lot number is unknown. H3 other text : see h.10

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples or photos were returned for analysis. Investigation conclusion: no DHR review can be carried out as lot number is unknown. Rationale: based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported that bd micro-fine plus¿ pen needle cannula breaks off after use. The following information was provided by the initial reporter: when the patient removed the pen needle from the patient body after injection, the needle pe was broken. It is unknown whether broken needles remain in the patient's body or fell somewhere. A doctor advised the patient to see a doctor if necessary.